Event description:
It was reported that 1 unspecified bd¿ pen needle had attachment issues. The following information was provided by the initial reporter : it was reported by the consumer that the previous needle was easy to bend and reassembling the cover would often result in the needle piercing the cover and stabbing the user.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Initial reporter city and state : unknown, reported through dchu, (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle had attachment issues. The following information was provided by the initial reporter : it was reported by the consumer that the previous needle was easy to bend and reassembling the cover would often result in the needle piercing the cover and stabbing the user.